Manufacturer narrative:
H11: the customer stated that the device had turned on by itself, however, the biomed was not able to duplicate issue. It was reported that the device was working on ac (alternating current) and battery power; it was also reported that both leds (light emitting diode) on front panel were illuminated. The biomed had replaced the battery as a precaution. The part number for a user interface pcb (printed circuit board) was provided. H10: multiple good faith efforts (gfe) were performed for further details regarding the event; however, no response was provided. It could not be determined if the customer's issue was resolved or if the device had been repaired. No parts were returned for failure investigation. In the event that parts are returned or if new information is provided, the complaint will be reopened to update the investigation.

Event description:
Philips received a complaint by the customer on the v60 indicating that device powers on by itself. The system was not in clinical use; there was no reported harm to patient/user. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. Rse advised customer to let unit sit with power off for extended period of time to see if complaint can be duplicated. As a preventive action rse suggested to replaced user interface (ui) printed circuit board (pcb) compatible with hydis display. Rse provided part ID of the suggested spare to the customer. The investigation is ongoing.